Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced severe hypoglycemia. The cgm showed a reading of about 67 mg/dl for approximately 40 minutes. Despite this reading, her symptoms worsened, and she had difficulty thinking clearly. She then contacted emergency medical services. When ems arrived, her blood glucose was reportedly around 40 mg/dl and continuing to drop. She felt confused and nearly lost consciousness. Ems administered glucose paste and juice before transporting her to the hospital. At the hospital, the patient did not recall her exact glucose values, and no specific medications or interventions were provided. She also did not specify how long she stayed in the hospital. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.